Event description:
In 2009, the lay user/patient contacted lifescan alleging she could not change the code properly and could not see the blood sample on the one touch ultra2 meter. The medical surveillance specialist reviewed the customer care advocate documentation. The patient said the issue started in the previous day at 8 pm. The patient adjusts her insulin based on a sliding scale. It is unknown how she adjusted her insulin at the time. She said that in the middle of the night in the next day, she felt symptoms of sweating. She had some food/drink to treat the symptoms. It was determined during the troubleshooting telephone call the product is not new and the issue was resolved when walking the patient through resolving the issue. This complaint is being reported because the patient alleged she had an issue and could not test with the meter and later felt symptoms that can be indicative of hypoglycemia after the issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.